Event description:
It was reported that there was noise on the right ventricular (rv) lead and several shocks were delivered. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: 1999 implantable pacing lead 2010 (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.